Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the alarm silence button was damaged, as such, it has intermittent functionality. No product performance issues related to the reported event were identified, based on the results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device turns off when the a button is pushed. No known impact or consequence to patient.